Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the chin and jawline with 4 ml total of juvéderm¿ voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. The patient experienced ¿severe pain¿ in the chin 3-4 hours post-injection and was diagnosed with ¿vascular occlusion. The patient was treated with 3000 iu of hyaluronidase over multiple rounds, antibiotics, steroids, and nsaids. The pain relieved, but the discoloration is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00003 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.